Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined to be related to the functionality of the device.

Event description:
It was reported that the patient received a new implant due to infection. The patient's previous device was removed due to infection. It was later reported by the provider that the infection was not related to vns. The patient was hospitalized for sepsis. The device was explanted around (B)(6) 2025. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. Device evaluation is not necessary because the reported event has been determined to be related to the functionality of the device. No other relevant information has been received to date.